Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issue were observed. An extended investigation has been performed on returned reader. Visual inspection was performed on the returned reader and no issue were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. The isf (interstitial fluid) data was downloaded using approved software and tested the data. A signal loss alarm was observed due to no presence of ble rssi value. Ble functionality test was performed by activating sensor with returned reader and signal and sound icons were shown as activated. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to computer, isf command was sent to the reader, and the ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. The customer therefore did not have high/low glucose alarms available and the customer experienced fatigue and dizziness, subsequently losing consciousness. The customer was treated with glucose, soda, fruit, and candy by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device. The customer therefore did not have high/low glucose alarms available and the customer experienced fatigue and dizziness, subsequently losing consciousness. The customer was treated with glucose, soda, fruit, and candy by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.